Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed on the device main circuit board (pcb). Review of the device logs confirmed a single occurrence of system fault error message (sf 137) indicating the system lost communication with the pneumatic block. Performance testing could not reproduce the reported event. The investigation determined that the system fault error message (sf 137) was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf137). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf137). There was no patient injury reported as a result of this incident.